Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site. The service technician loaded the tubing into the raceway and determined that the signal status failed to indicate properly and replaced the return pump assembly per instruction. The technician further evaluated the device post repair, as the device required a functional check due to the transducer being out of calibration. The technician performed cps calibrations, return pump cca auto-test, and a fluid-test with passing results. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that during a procedure on a rika device, the device alarmed "return pump track not in position" multiple times and potentially caused hemolysis in the plasma bottle. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site. The service technician loaded the tubing into the raceway and determined that the signal status failed to indicate properly and replaced the return pump assembly per instruction. The technician further evaluated the device post repair, as the device required a functional check due to the transducer being out of calibration. The technician performed cps calibrations, return pump cca auto-test, and a fluid-test with passing results. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The run data file shows that this is an rbc spillover and there is no hemolysis. No further reporting will be provided as this does not represent a reportable event.

Event description:
Customer reported that during a procedure on a rika device, the device alarmed "return pump track not in position" multiple times and potentially caused hemolysis in the plasma bottle. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.